Event description:
In 2008, a dr alleged that a pt developed an infection due to irritation from wearing the herbst appliance.

Manufacturer narrative:
The product was irritating the pt's cheek. In 2008, the pt was seen by an oral surgeon who prescribed kenalog in orabase to help heal the cheek irritation. During this time the pt developed a fibroma (scar tissue) which the dr stated will be removed. The pt will be fitted with a different appliance at her next appointment.